Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Brand name: unknown. Unspecified bd vacutainer® edta tube used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd vacutainer® edta tube contained abnormal specimen form. No report of serious injury or medical intervention.